Event description:
It was observed during inspection of the device, the light guide lens of the bronchovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in bf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that screen was affected due to foreign material attached to the outside of the light guide lens. This finding was due to insufficient cleaning or handling of the scope. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment two weeks prior to requesting repair. The customer confirmed that there were no failures with any of the reprocessing accessories. The customer indicated that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that the facility does not delay the start of manual cleaning after precleaning. The customer stated that during manual cleaning the device is hand washed, rinsed, brushed three times, and then the instrument is wiped with a soft washcloth. The device is then placed in an olympus automated endoscope reprocessor (aer) machine. Lastly, it was indicated that the instrument is then hung in a storage cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had a bright dot on the screen while using the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was attached to the light guide lens, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.